Manufacturer narrative:
Correcting the date of event from (B)(6) 2016 to (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 45 mg/dl. Low bgs were treated by consuming food.